Manufacturer narrative:
Insulin pump up arrow button did not respond due to corroded keypad trace. No button error alarm noted. Insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 436 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).